Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the retrieval bag was closed, the shrink wrap on the metallic part (allowing the opening of the bag) fell apart. It was noted that the incident happened twice. A new device was used to resolve the issue and complete the case. There was no patient injury.